Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and increased threshold measurements. It was noted that the pacing impedance had gradually increased prior to going out of range. An x-ray was taken which did not yield any significant findings. Subsequently the pace sense portion of the lead was surgically abandoned and a new pacing lead was implanted. The shocking portion of this lead remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.